Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This additional complaints off of (B)(4) to capture one of the stents noted in the complaint. (B)(4) - zfv6-125-5-12.0 ¿partially stenotic¿ (B)(4) -zfv6-125-5-10.0- ¿partially stenotic.¿ after the boston scientific v18 wire guide was introduced retrogradely into the patient from the popliteal artery, a balloon dilatation catheter (pta4-18-135-3-10) was used for pre-dilatation, and then two stents (zfv6-125-5-12.0 and zfv6-125-5-10.0) were implanted in the femoral artery, and the stent was found to be partially stenotic, and was prepared for dilatation with a balloon dilatation catheter (pta4-18-135-4-10). When flushing the balloon catheter , it was found that saline was not flushed out from the end tip of the balloon, and when attempted with a wire guide, the wire guide also could not pass through the end tip of the balloon, which was replaced with a balloon from acoart (iri04150) for dilatation, and then stents were implanted (zfv6-125-6-12.0, zfv6-125-7-12.0, and zfv6-125-8-12.0), and then the stent was dilated with a balloon dilatation catheter ( pta5-35-135-6-14) was used to dilate the stenosis of the iliac artery, and the angiogram showed smooth blood flow and improvement of the stenosis, and the patient was stabilized, and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13-jun-2025.

Manufacturer narrative:
Device evaluation the zfv6-125-5-10.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This following additional file was raised in relation to this occurrence: (B)(4) - partially stenoic. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. It should also be noted that the IFU states "the use of a .035-inch (0.89mm) wire guide is recommended." There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, a 0.018" wire guide was used for the procedure. The product manager has been notified to consider re-training at the facility as a result of this occurrence. As per update to the management of complaints procedure section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. Clarification received from the customer confirmed that the stent was free of quality defects, the issue reported was due to calcification of the vessel. Also, as previously noted, "restenosis of the stented artery" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Summary of investigation: according to the initial reporter, the stent was partially stenoic when implanted in the femoral artery. Balloon catheter dilation was required as a result of this occurrence, the patient stabilized following this.